Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. A system check was unable to be performed for the past occlusion and the system check using the current supplies on the pump had found the pump to be operating as expected. The cause of the occlusions was could not be determined.